Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable root cause was determined to be a low battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. No log data available for review. Confirmation of the allegation and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery.